Event description:
It was reported that there was an incorrect volume.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5), corrected data: event problem device code corrected (updated h6).

Event description:
Additional information was received which included the event date and that the issue was discovered during testing.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no apparent physical damage. Functional testing found tidal volume measurements were on the low end, out of spec at 150ml settings/flashing correct and incorrect measurements. The root cause of the reported issue was found to be a faulty rotary flow valve - leaking. Replaced the rotary flow valve (rfv) and the device passed functional testing. D5 and e4 are unknown, no information provided to date.